Event description:
Based on information reported by a davol sales representative: on (B)(6) 2012 - during a laparoscopic ventral hernia repair, the surgeon placed the dulex mesh and used an ethicon securestrap to secure the mesh. Some of the ethicon tacks went through the dulex mesh into the abdominal wall. The surgeon noticed this and switched to another ethicon tacker to complete the procedure. The dulex mesh was secured with the second tacking device and remains in vivo. The surgeon tacked around the holes that were made in the dulex mesh. The holes were not filled in. There was no adverse pt outcome reported as a result of this event. As the damage to the mesh could in theory compromise the ability of the device to perform as intended, an MDR is being filed to document this event.

Manufacturer narrative:
The securestrap's instructions for use states: "appropriate force should be applied to the device for application of straps. Excessive force may result in damage to the tissue, the material being fixated, or the device. "As such, it is likely that the reported damage to the mesh was caused by interface with the securestrap device and not due to any deficiency of the davol implant. It was noted that the securestrap device uses absorbable fixation staples. The instructions for use for the dulex mesh recommend that permanent, non-absorbable fixation be used to secure the mesh. Additionally, no lot number has been provided; therefore, no manufacturing review could be performed. If additional information is provided, a supplemental MDR will be submitted.